Event description:
Through journal article, "a case report of bia-alcl: diagnostic, treatment, and mammary reconstruction", a 41 year old female patient presented with "ultrasound and magnetic resonance imaging (MRI), which revealed peri-implant effusion". These events relate to the right side device. The patient underwent breast implant removal with total capsulectomy.

Manufacturer narrative:
The reported event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "persistent late periprosthetic seroma" article citation: gonzalez, alan a et al. ¿a case report of bia-alcl: diagnostic, treatment, and mammary reconstruction.¿ international journal of surgery case reports, vol. 122 110086. 27 jul. 2024, doi:10.1016/j.ijscr.2024.110086.